Manufacturer narrative:
A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient called the hotline and stated that the pump was alarming no disposable. The patient was instructed to hit the start/stop button to silence the alarm. Settings were reviewed and the pump were restarted. The pump screen read run at the end of the call. The patient will call the hotline if there are any further pump related issues. A call was received. The patient stated that they had just called the hotline and now the pump is alarming again with the same alarm. The screen read no disposable clamp tubing. The reservoir volume is 40.7 milliliters. The patient stated they see one bubble in the tubing. The patient was instructed to turn the pump off then back on and restart the pump. The screen read run reservoir volume of 40.7 milliliters. The rate was confirmed on the medication label. The patient was scheduled to have the pump removed. The patient was advised to call the hotline should they require an additional assistance. No patient injury was reported.